Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. The vad coordinator reported that the patient's family was presented with the option to bring in the lvad equipment for analysis; no response was provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was found down at home and cold to the touch by the daughter. The lvad equipment was reported to be intact. Per the vad coordinator, the patient did not have any known clinical issues that would have contributed to the outcome. It was reported that the clinicians did not have any thoughts on what may have been the cause for the outcome. The pump was not explanted and an autopsy was not performed. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported patient's expiration could not be conclusively determined. The device was not available for evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.